Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hiv duo assay results for a patient sample tested on the cobas e 402 analytical unit. Two blood collections were done from the same patient. Sample 1: the initial result was 0.454 coi (non-reactive). On (B)(6) 2026, the repeat result was 1.30 coi (reactive). Sample 2: the result was 2.17 coi (reactive). The pcr test results were positive. The samples were measured on the liaison and the liaison hiv screening test, and the results were positive. With western blot, no bands were detected. No erroneous results were reported out.